Manufacturer narrative:
The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All DHR's are reviewed for accuracy prior to product release. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual inspection during production, which would identify nicks or cuts in the catheter assembly. This complaint will be used for tracking and trending purposes

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer states that the catheter line snapped and broke. The end of the catheter connection is still on the cassette connection.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded. Multiple attempts have been made to obtain additional information. If additional pertinent information is provided, the report will be updated.